Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Sensitivity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false negative hcv result on the architect i2000sr analyzer. The following data was provided: initial 0.69, 0.84 s/co. The patient has previous positive results of around 5.0 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The serial number was incorrectly identified as sn (B)(4). The correct sn is sn (B)(4).